Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer who received a ¿replace sensor¿ error message after a day of wearing the adc freestyle libre 2 sensor. It was further reported the customer who experienced diabetic ketoacidosis was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis and administered fluids as treatment. It was further reported the hcp obtained unspecified blood glucose that was found to be a normal range and no further information was provided. There was no report of death or permanent injury associated with this event.